Event description:
Ppf and sticker sheets received. Ppf alleges metal wear/metallosis confirmed in medical records and elevated metal ions confirmed in medical records. Cup was added since ppf record indicated that it was removed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation received. Litigation alleges that plaintiff has suffered and continues to suffer both injuries and damages, including but not limited to: past, present and future physical and mental pain. Doi: (B)(6) 2010 - dor: (B)(6) 2017 (unknown hip).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.